Event description:
The device was used during a colectomy procedure. Reportedly, the instrument did not cut and the staples did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.